Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a broken pipe that protected the forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. Additionally, the following corrections due to inadvertent errors in the initial report: b5 (describe event or problem) it was initially stated "it was observed during the device inspection, that the duodenovideoscope exhibited a broken pipe that protected the forceps elevator wire. There were no reports of patient involvement." Correction "it was observed during the device inspection that the duodenovideoscope distal end was corroded, and the light guide lens was dirty. There were no reports of patient involvement.". E2 (health professional?), e3 (occupation), h6 (component codes) and (medical device problem codes) fields were updated with correct information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Issue 1 (distal end corrosion) - based on the results of the investigation, root cause is likely the result of water invading the device due to the leakage from the forceps elevator and forceps elevator cover identified during inspection. Additionally, proper reprocessing may not have been possible due to the leakage. Issue 2 (dirt/foreign material on the light guide lens) - based on the results of the investigation, root cause is likely the result of water invading the device due to the leakage from the forceps elevator and forceps elevator cover identified during inspection. The foreign material would not have been removed by reprocessing because the material was adhered to an inner surface of the device. Olympus will continue to monitor field performance for this device.